Event description:
The first of 3 customer complaints regarding the separation of stopples from the porex ib filter samples during use, was rec'd on 11/25/2008. The porex filter sampler blood serum filters in this particular incident were used in conjunction with the vacuum blood collection tube which are not manufactured by porex.

Manufacturer narrative:
During an internal audit, it was determined that this incident is reportable. Following a review of the device history record for this lot number, it was determined that all processes and test criteria for the porex manufactured parts are within print specs. After discussions with the customer, it was determined that the customer was not properly using ib serum filters with the collection tube.